Event description:
A report was received that the patient¿s leads exhibited open contacts. The patient will undergo a revision and possible lead replacement.

Event description:
A report was received that the patient¿s leads exhibited open contacts. The patient will undergo a revision and possible lead replacement.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #:sc-2316-50 serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the midline incision was opened to test the devices for impedance problem. It was determined that both leads were showing impedances. The leads were replaced. During the procedure, the leads appeared fracture upon removal, however, it was unable to be decided if the leads were fractured during explant or not. Device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.